Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, the threshold values were gradually increasing on the right ventricle (rv) lead. A revision procedure was performed to reposition the lead. After several attempts to reposition the rv lead, the physician decided to remove it, and replace it with a new one. No adverse effects were reported. This lead will not be returning for analysis.